Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa meter, compared to a professional meter, within 10 minutes: 201 mg/dl at 2:26 p.m. (Performa meter) and 41 mg/dl at 2:27 p.m. (Hospital meter). The result 123 mg/dl was taken at 2:37 p.m. (Performa meter) and 48 mg/dl at 2:38 p.m. (Hospital meter). The patient was having hypoglycemia with the results. The patient was treated with glucose via perfusion. The patient was in the hospital until (B)(6) 2016. Return of the suspect device was requested for evaluation.